Event description:
It was reported that during a renal procedure the balloon froze on the wire. When the physician was delivering an unknown balloon, a filterwire ez was used to collect the embolic material. The balloon was advanced on the filterwire ez and froze. Both device were removed as one unit. No patient complications were reported and the patient's status is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. A DHR review could not be performed since the batch number is not known. The most probable root cause was unable to be determined.(B)(4).